Event description:
It was reported that patient experienced diaphragmatic stimulation. An x-ray revealed that the lead had dislodged. The lead was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. Analysis found normal device characteristics.